Event description:
It was reported that the customer received a button error alarm, and there is a black circle on the screen. Customer's blood glucose level at the time 160mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The black circle alarm icon functioned properly during testing. No button error alarm or unexpected beeping anomaly noted. The insulin pump had intermittent button response due to moisture on keypad traces. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.